Event description:
The customer reported that during preparation for use, the camera head had no image. There was no patient injury reported.

Manufacturer narrative:
The unit was returned for to the service center for evaluation. The customer¿s complaint of ¿no image¿ was confirmed. In addition, a kink was noted in the cable causing a short. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that due to the cable failure, communication failure occurred, and the image was no longer displayed. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information was received from the customer: the issue was found before an unknown procedure, which was completed without delay and no patient impact. The device was inspected prior to use.